Manufacturer narrative:
Date of event - estimated based on discharge date provided.

Event description:
It was reported that a cerebral vascular accident (cva) occurred. The anticoagulant taken before the procedure was eliquis 2.5 mg. It was confirmed that there was no intracardiac/left atrial appendage thrombosis. A double curve watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The laa had a maximum ostium diameter of 25.6mm, and on the first deployment, the 30mm device was slightly placed in the proximal position from the ostium. During the procedure, the activated clotting time (act) was 315 seconds with 5000 units of heparin administered. The procedure time was 25 minutes. Two days post implant, the patient was discharged. Two days after the patient was discharged, cerebral infarction occurred. The patient had no history of cerebral infarction. A transesophageal echo (tee) was performed, no intracardiac or device thrombosis was noted, and there was no leak around the device. It was also confirmed that there was no right-to-left shunt at the septal puncture site, and there was no thrombus in the leg. Cerebral infarction was found in 4 to 5 places, and the symptoms (numbness in the limbs) appeared during the onset of the cerebral infarction. The patient is now asymptomatic. The symptoms disappeared without treatment.